Event description:
In 2005 - a dental implant was placed in tooth location # 10 that was uneventful. Afterward an implant coping was placed into the implant and was not seating correctly. The coping was then removed and replaced. While tightening the coping screw it broke within the implant. Because the coping screw portion could not be removed from the implant; the implant was removed. The following month the clinician was contacted. They stated the patient is healing and will replace the implant after healing.